Manufacturer narrative:
The investigation of the reported event was completed. The log file analysis showed that the image acquisition system (ias) could not operate due to a defective mother board of the pc. Subsequently the system went into "bypass fluoro" mode* and displayed a corresponding error message to the user. This particular mode is a specified system behavior that mitigates the effect of such an issue and allows the system to continue generate image. However, neither acquisition nor storage nor further processing of data is possible. The image quality is reduced as well. Siemens local service replaced the ias pc including the defective mother board. Following the hardware replacement, no further issues have been reported and the system works as intended. According to our expert opinion, a hardware issue was determined as the relevant root cause. In addition, the spare parts consumption was checked. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens has initiated a detailed investigation of the reported event. A root cause has not yet been identified. Siemens will submit a supplemental report with the results of the investigation when it has been completed.

Event description:
It was reported to siemens that a malfunction occurred when using the artis zee biplane system. During an emergency procedure the image acquisition system stopped functioning. The procedure was continued and finished using an alternate system. Siemens has not been made aware of any adverse health effects to the involved patient. The reported event occurred in (B)(6).